Event description:
Taxus (B)(6) study. Same case as MDR ID #2134265-2012-04811. It was reported that post coronary stenting treatment procedure, nausea, diaphoresis, restenosis, and angina occurred. In (B)(6) 2011, the subject presented with substernal chest discomfort with diaphoresis and was diagnosed with unstable angina (braunwald classification: unknown). Cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was a 75% stenosed de novo lesion located in the distal left anterior descending artery (lad). The lesion was 17 mm long with a reference vessel diameter of 2.5 mm and treated with direct stent placement using a 2.25 x 20 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was an 80% stenosed ostial lesion located in the right posterior descending artery (r-pda). The lesion was 10 mm long with a reference vessel diameter of 2.6 mm and treated with direct stent placement using a 2.50 x 12 mm taxus liberte stent, with 0% residual stenosis. The following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject presented with chest pain, nausea, and diaphoresis. The subject was hospitalized the same day with a diagnosis of unstable angina. Cardiac catheterization was recommended which revealed in-stent restenosis of the previously placed study stent located in the distal lad. The in-stent restenosis was treated with balloon angioplasty and placement of a 2.25 x 24 mm non-bsc drug eluting stent. Following post dilatation the residual stenosis was 0%. The following day, the event was considered resolved without residual effects, and subject was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).